Event description:
The patient had the pump refilled on monday 8/18/2014 and was admitted into the emergency room (ER) today for hypotension. Interventions included hospitalization and reprogramming. It was noted the patient was admitted into the ER and it was indicated the patient was hospitalized. The pump was turned to minimum rate. The patient¿s status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine. It was unclear if the patient was hospitalized or had remained only in the ER. The patient outcome was not reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information later received reported the hcp did not think the patient's hospital admission was related to the patient's device. Per the hcp the event was caused by a by a pre-existing heart condition. It was not device or medication related. The patient came into have the pump adjusted on (B)(6). The current medication is morphine 12 mg/ml at 1 mg/day. The patient was doing well but will not be seen at their office anymore as the patient was moving.